Event description:
Pin came out of the little lever that allows the mics handle to rotate side to side. Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
"Reported issue: pin came out of the little lever that allows the mics handle to rotate side to side. Product inspection: as per service (B)(4) & case number (B)(4). RMA#: (B)(4). Sn#: (B)(6). Factory service technician: (B)(4). 1. Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor) other (rtv) reason: pivot handle broken off. The alleged failure was confirmed. Device history review: as the review of device history records indicate 25 devices were manufactured under lot k076w and all were accepted into final stock on 04/14/2016. No non- conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42020316 shows 2 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusion: the alleged failure was confirmed . No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pin came out of the little lever that allows the mics handle to rotate side to side. Case type: tka. Surgical delay: =15 minutes.